Manufacturer narrative:
The customer's complaint that the tubing filter leaked was confirmed. The customer¿s photo was evaluated and the tubing was observed to be leaking from the micron filter vent membrane. The root cause of this failure was not identified.

Event description:
The customer reported an infusion of remicade was noted to be leaking by the tubing filter. The patient notified the rn. There was no harm.